Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via telephone call that she changed the insulin pump battery and that upon startup, the insulin pump had the screen that showed the version, but did not go past that. The customer declined troubleshooting at that time. She did not provide the blood glucose reading. The insulin pump was not replaced or returned.